Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty component at the interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the software error, displayable history crc check failed or unexpected restart error alarms due to full segment display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and multiple pump error alarm. The customer¿s blood glucose level was 549 mg/dl. The customer was assisted with troubleshooting for unexpected restart and was stated that the alarm was received after a battery change. The customer was offered to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.